Event description:
Reporter indicated that vns pt was hospitalized for intravenous administration of depakote because pt has been vomiting and could not keep down their antiepileptic medications. It was reported that the pt has been vomiting for approx four years, but that their family member does not want the ncp system to be programmed to off. With the vns therapy, the pt's seizures frequency is reportedly reduced from 2-10 seizures per day to 1-2 seizures per month. Treating neurologist does not believe that the vomiting is related to the vns therapy. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Normal mode settings were increased from 0.75ma output current/30hz frequency/250p pulse width/21 seconds on/30 minutes off to 1.0ma output current/30jz frequency /250p pulse width/30 seconds on/5 minutes off. Magnet mode setting were not changed.